Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007 alleging that his ultra meter does not power on. Two days earlier at an unspecified time in the morning, the patient felt weak and attempted to test his blood glucose, but the meter would not power on. He took glucophage 1000mg after using the meter and ate breakfast. Due to his symptoms, he visited a clinic and was tested on the physician's meter and obtained a 68 mg/dl and was not treated. The patient denied trauma toward the meter. The patient stated he has had the meter for over a year. The meter did not power on by pressing the power button. He was using the correct vial of test strips, and the meter did not turn on with the test strip inserted all the way into the test strip port. The battery was in good condition and the contacts were in good condition. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and how long meter would not power on. The complaint is being reported because the patient alleged he developed symptoms of hypoglycemia, was unable to test and had to go to the clinic.